Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact 018 balloon was used to treat the patient. Post procedure, patient suffered target lesion right superficial femoral artery stenosis. Subject had follow-up ultrasound with lowered ankle brachial index. Vascular surgeon ordered computed tomography angiography (cta) to evaluate right superficial femoral artery (sfa) stents for in stent restenosis. Cta showed patent stent but severe stenosis distal to right-sfa stent. Subject had angiogram and intervention done with lithotripsy and 2 boston drug coated balloons to treat sfa. Patient recovered.